Event description:
Customer reported that the drive support cap came off the insulin pump. Customer was advised to discontinue use of the insulin pump and revert to back up plan per doctors instructions. Blood glucose level is 124 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.